Manufacturer narrative:
E.1. Initial reporter phone (B)(4). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system there was leakeage. The following was translated from chinese to english: the patient underwent surgery on (B)(6) 2023 due to a fracture of the right humerus. The nurse in the operating room found water leakage at the bifurcation of the indwelling needle during intravenous infusion. Immediately replaced with a new indwelling needle and performed intravenous indwelling again without adverse consequences.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system there was leakage. The following was translated from chinese to english: the patient underwent surgery on (B)(6) 2023 due to a fracture of the right humerus. The nurse in the operating room found water leakage at the bifurcation of the indwelling needle during intravenous infusion. Immediately replaced with a new indwelling needle and performed intravenous indwelling again without adverse consequences.

Manufacturer narrative:
H.6. Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 1356934. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.